Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a full supply change while using an ilet infusion set and cartridge, with the user later identifying kinked tubing that obstructed insulin flow and resolving it by straightening and securing the tubing; education on occlusion troubleshooting and alternate infusion sites was provided, and replacement supplies were arranged. Symptoms included elevated blood glucose with a documented peak of 300 mg/dl lasting over four hours. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no acute health effects. Investigation included complaint intake review, user interview, and troubleshooting guidance regarding potential occlusion and site management. Investigation of this case revealed a likely transient flow obstruction due to kinked infusion tubing associated with the infusion set and cartridge, consistent with device use issues rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was infusion tubing obstruction related to user handling and placement, with resolution after tubing adjustment and site education.